Event description:
It was reported via repair work order that the brakes could not engage during use due to worn cam bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.